Manufacturer narrative:
9733858: top two ports on the axiem box were not working. The axiem box was replaced and system is functioning normally. 9660651: upon receiving the axiem the serial label was found to be damaged. Port one tool port on the axiem box stopped working after an hour of burn-in. Test system reported the tool had a poor signal. All the rest of the ports worked normally without failure. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the top two ports on the axiem box were not working. There was no patient present.